Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The cannulated cruciform screwdriver (part # 314.463, lot # a4jr746, mfg # 15-apr-1999) was received with one of the distal prongs broken off and not returned to us cq. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional analysis was not performed as one of the distal prongs broke off and was not returned. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part number: 314.463. Synthes lot number: a4jr746. Release to warehouse date: 15-apr-1999. Manufacturing site: synthes brandywine. No ncrs were generated during production. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Corrected data: initial reporter name and address, initial reporter health professional. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an (B)(6) 2019, during an open reduction and internal fixation surgery (orif) of a navicular fracture, the cannulated cruciform screwdriver broke upon insertion of a cannulated screw in the patient. Procedure was successfully completed with the delay of 10 minutes while a second screwdriver was located. Fragments were generated, these were removed easily without additional intervention. Patient status is unknown. Concomitant device reported: unk - screws: 3.0 mm cannulated (part # unknown, lot # unknown, quantity 1). This report is for 1 of 1 for complaint (B)(4).